Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6) device evaluation: visual inspection of the complaint device revealed that the handpiece was received with the plunger rod overriding a torn piece of the lens; the rest of the lens was stuck in the cartridge tip and was also torn. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip; the cartridge tip was torn. No issues were observed with the lens module, device assembly, or plunger rod advancement. The plunger rod tip was bent. The overridden lens piece was removed and cleaned revealing lens damage. The lens stuck at the cartridge tip could not be removed for further evaluation. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue during implantation of the preloaded, monofocal, intraocular lens (iol). Account indicated that the cartridge split, and upon advancement the iol got stuck and it was hard to rotate the rod. The tip of the device was in contact with the patient; however, there was no patient injury reported. No medical or surgical interventions were required. No further information provided.